Event description:
It was reported that after a generator change procedure, the right ventricular lead was noted to have decreased impedance and had changed to unipolar. The right atrial lead was also noted to have changed to unipolar. The ventricular lead was reprogrammed back to bipolar. The atrial lead remained in unipolar. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrbrhx2816165 stent graft (B)(6) 2004; yrecx20375 stent graft (B)(6) 2004; yrecx24375 stent graft (B)(6) 2004; yrirhx16115 stent graft (B)(6) 2004. (B)(4).